Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left lower lobe resection, while in the middle of the slotted lower lobe trachea, only 1/3 of the reload was able to advance when the handle was fired. The surgeon was unable to squeeze the handle. The cartridge burst broken. It was also stated that there were poor staple formation. When the device was removed, they were unable to separate the reload and the handle. The device was replaced with the same product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. Visual inspection of the cartridge noted that the loading unit was partially applied. The knife bar was herniated from the side of the loading unit with the jaws clamped. The loading unit was dissembled and h limiters were present within the device. Due to the condition of the loading unit, functional evaluation could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.